Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the programmer was unable to update, a software update was observed on screen. It was noted during analysis that the screen was damaged and would not always function. The programmer was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that issues were encountered when updating the programmer. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.